Manufacturer narrative:
The biomedical engineer (bme) reported the following was noted in the ticket from emails: problem: interference in all ep rooms specifically 6&7: dr (B)(6) has noticed significant interference in these rooms, possibly from the magnetic mapping equipment, specifically from abbot and boston scientific devices. Below is a log of all troubleshooting and updates to date: 6/13/2025: laptop and loaner central nurse's station (cns) placed. Pcap underway. 5/14/2025: laptop and loaner cns to be placed at the conclusion of onsite visit 6/10/2025 and 5/2/2025: (B)(6) on site - summary of pacing and g7 bedside monitor observations in ep lab, room 6: erratic pacer spikes reported on the bedside monitor during an ablation procedure. This was confirmed during my case observation. There were episodes during the case when the bedside monitor displayed a combination of pacer spikes and artifact. The anesthesiologist stated the spikes did not correlate with actual paced beats. · according to the ep lab technician, no electromagnetic pulses were being administered during the episodes when erratic spikes were observed on the bedside monitor. · green pacer spikes were observed to align with true activity during electromagnetic pulse delivery. It was noted that the patient was connected to approximately four different devices during the procedure, introducing a possibility of signal interference from other equipment. In episodes where the patient was paced, the monitor accurately captured those events. 3/26/2025: dr (B)(6) inquired about the possibility of implementing a stronger filter to mitigate this interference and also raised the question of whether it could be related to grounding issues. (B)(6) and I informed him that a hospital-wide survey on interference has been conducted, and steps are being taken to address the situation. Additionally, (B)(6) mentioned that we plan to place a cns and laptop in the ep area to conduct a focused study on nk equipment within the ep rooms. 1/9/2025: (B)(6) assessed situation in ep lab while on-site and met with dr miller. (B)(6) will be working with (B)(6), dr (B)(6) for possible solutions. No patient harm was reported. Investigation conclusion: root cause summary: we confirmed the issues. Based on the provided information and the characteristics of the phenomenon, it is most likely that the interference is caused by external noise, presumably originating from the mapping system suspected by the customer. Cross reference notes: nkc investigated separate ep lab concern issues for this same facility, (similar devices, yet separate serial numbers), under separate ircs-587 (this ticket 238138) and separate irc-588 (ticket 238139), irc-589 (ticket 238140), and irc-590 (ticket 238141). Resolution notes: this issue is not considered a malfunction of the device itself but is presumed to be primarily caused by external noise. Therefore, no recurrence prevention measures can be implemented on the product side. We request verification and improvement of the mapping system installed in the customer's environment, as it may be a potential source of external noise. The customer was asked to review the installation environment and operating conditions of the mapping system within the ep lab. Since education was last provided no further issues related to this incident have been reported to date. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided due to the customer requesting not to be contacted.

Event description:
The biomedical engineer (bme) reported the following was noted in the ticket from emails: problem: interference in all ep rooms specifically 6&7: dr miller has noticed significant interference in these rooms, possibly from the magnetic mapping equipment, specifically from abbot and boston scientific devices. Below is a log of all troubleshooting and updates to date: 6/13/2025: laptop and loaner central nurse's station (cns) placed. Pcap underway. 5/14/2025: laptop and loaner cns to be placed at the conclusion of onsite visit 6/10/2025 and 5/2/2025: (B)(6) on site - summary of pacing and g7 bedside monitor observations in ep lab, room 6: · erratic pacer spikes reported on the bedside monitor during an ablation procedure. This was confirmed during my case observation. There were episodes during the case when the bedside monitor displayed a combination of pacer spikes and artifact. The anesthesiologist stated the spikes did not correlate with actual paced beats. · according to the ep lab technician, no electromagnetic pulses were being administered during the episodes when erratic spikes were observed on the bedside monitor. Green pacer spikes were observed to align with true activity during electromagnetic pulse delivery. It was noted that the patient was connected to approximately four different devices during the procedure, introducing a possibility of signal interference from other equipment. In episodes where the patient was paced, the monitor accurately captured those events. 3/26/2025: (B)(6) inquired about the possibility of implementing a stronger filter to mitigate this interference and also raised the question of whether it could be related to grounding issues. (B)(6) and I informed him that a hospital-wide survey on interference has been conducted, and steps are being taken to address the situation. Additionally, (B)(6) mentioned that we plan to place a cns and laptop in the ep area to conduct a focused study on nk equipment within the ep rooms. 1/9/2025: (B)(6) assessed situation in ep lab while on-site and met with dr (B)(6). (B)(6) will be working with (B)(6), dr (B)(6) for possible solutions. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported the following was noted in the ticket from emails: problem: interference in all ep rooms specifically (B)(6): dr (B)(6) has noticed significant interference in these rooms, possibly from the magnetic mapping equipment, specifically from abbot and boston scientific devices. Below is a log of all troubleshooting and updates to date: (B)(6) 2025: laptop and loaner central nurse's station (cns) placed. Pcap underway. (B)(6) 2025: laptop and loaner cns to be placed at the conclusion of onsite visit (B)(6) 2025 and (B)(6) 2025: (B)(6) on site - summary of pacing and g7 bedside monitor observations in ep lab, room (B)(6): · erratic pacer spikes reported on the bedside monitor during an ablation procedure. This was confirmed during my case observation. There were episodes during the case when the bedside monitor displayed a combination of pacer spikes and artifact. The anesthesiologist stated the spikes did not correlate with actual paced beats. · according to the ep lab technician, no electromagnetic pulses were being administered during the episodes when erratic spikes were observed on the bedside monitor. · green pacer spikes were observed to align with true activity during electromagnetic pulse delivery. · it was noted that the patient was connected to approximately four different devices during the procedure, introducing a possibility of signal interference from other equipment. · in episodes where the patient was paced, the monitor accurately captured those events. On (B)(6) 2025: dr (B)(6) inquired about the possibility of implementing a stronger filter to mitigate this interference and also raised the question of whether it could be related to grounding issues. (B)(6) and I informed him that a hospital-wide survey on interference has been conducted, and steps are being taken to address the situation. Additionally, (B)(6) mentioned that we plan to place a cns and laptop in the ep area to conduct a focused study on nk equipment within the ep rooms. (B)(6) 2025: (B)(6) assessed situation in ep lab while on-site and met with dr (B)(6). (B)(6) will be working with (B)(6), dr (B)(6) for possible solutions. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided due to the customer requesting not to be contacted. D10 concomitant medical device.

Event description:
The biomedical engineer (bme) reported the following was noted in the ticket from emails: problem: interference in all ep rooms specifically (B)(6): dr (B)(6) has noticed significant interference in these rooms, possibly from the magnetic mapping equipment, specifically from abbot and boston scientific devices. Below is a log of all troubleshooting and updates to date: (B)(6) 2025: laptop and loaner central nurse's station (cns) placed. Pcap underway. (B)(6) 2025: laptop and loaner cns to be placed at the conclusion of onsite visit (B)(6) 2025 and (B)(6) 2025: (B)(6) on site - summary of pacing and g7 bedside monitor observations in ep lab, room (B)(6): · erratic pacer spikes reported on the bedside monitor during an ablation procedure. This was confirmed during my case observation. There were episodes during the case when the bedside monitor displayed a combination of pacer spikes and artifact. The anesthesiologist stated the spikes did not correlate with actual paced beats. · according to the ep lab technician, no electromagnetic pulses were being administered during the episodes when erratic spikes were observed on the bedside monitor. · green pacer spikes were observed to align with true activity during electromagnetic pulse delivery. · it was noted that the patient was connected to approximately four different devices during the procedure, introducing a possibility of signal interference from other equipment. · in episodes where the patient was paced, the monitor accurately captured those events. (B)(6) 2025: dr (B)(6) inquired about the possibility of implementing a stronger filter to mitigate this interference and also raised the question of whether it could be related to grounding issues. (B)(6) and I informed him that a hospital-wide survey on interference has been conducted, and steps are being taken to address the situation. Additionally, (B)(6) mentioned that we plan to place a cns and laptop in the ep area to conduct a focused study on nk equipment within the ep rooms. On (B)(6) 2025: (B)(6) assessed situation in ep lab while on-site and met with dr (B)(6). (B)(6) will be working with (B)(6), dr (B)(6) for possible solutions. No patient harm was reported.